Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a liver surgery and the tissue which they wanted to resect was a vessel, the operating room nurse combined one cartridge to the device. However, the surgeon could not fire this reload. So the nurse unloaded this cartridge and loaded a second cartridge. The surgeon tried to fire this cartridge but it did not work. So they strengthened the grip. After that handle part was broken. The nurse brought a second handle and loaded the second cartridge to the handle. They tried to fire again but it was hard. So the nurse brought a third cartridge and loaded it to the second handle. They tried to squeeze this reload but it did not work. Finally, this handle was also broken. This happened in one case.

Manufacturer narrative:
Additional information: (model#, catalog#, expiration date, lot#, UDI#), evaluation summary: post market vigilance (pmv) led an evaluation of three devices. Visual inspection noted that the first and second reloads were pre-fired and engaged in interlock with the jaws open. The third reload was received with a full complement of staple. Functional testing of the reloads found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection and prevent patient harm. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.